Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 602 mg/dl. The customer stated that, during troubleshooting, insulin did exit the tubing while running a manual prime. No leak was found. She declined troubleshooting the infusion set and running the high pressure test because she had just changed the infusion set and did not want to remove it. She advised that she would monitor the insulin pump and call back once she finished using the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.